Manufacturer narrative:
The device was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. A review of the complaint history identified no similar complaints from the lot. Based on the information provided and without the device to analyze, the cause for the reported difficult to open or close associated with a single gripper actuation issue could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional tricuspid regurgitation (tr) for a triclip procedure for a triclip procedure. During device preparation, one of the grippers would not actuate. Troubleshooting was preformed unsuccessfully. A replacement triclip was selected and implanted successfully. Two additional triclips were implanted successfully. The procedure was discontinued; the final tr was reduced to grade <1. There were no adverse patient effects or clinically significant delays reported.